Manufacturer narrative:
The investigation was reviewed and revealed a short circuit due to an abrasion in the magnetic sensor wire resulting in unintended electrical continuity between the magnetic sensor wires and the pull ring. This may result in unexpected voltage (noise) in the magnetic sensor in the presence of rf ablation resulting in a catheter freeze on the display screen. A short circuit located at this location in the catheter would not result in unintended ablation from a different location on the catheter. Based on this information, this is not considered a reportable malfunction.

Manufacturer narrative:
The investigation was reviewed and revealed a short circuit due to an abrasion in the magnetic sensor wire resulting in unintended electrical continuity between the magnetic sensor wires and the pull ring. This may result in unexpected voltage (noise) in the magnetic sensor in the presence of rf ablation resulting in a catheter freeze on the display screen. A short circuit located at this location in the catheter would not result in unintended ablation from a different location on the catheter. A review of complaint data shows that there have been no adverse events due to this issue however there have been delays to procedures. Based on this information, this is not considered a reportable malfunction.

Event description:
This report is to advise of a short circuit noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrical testing confirmed a short circuit between the magnetic sensor wires and the pull ring, consistent with the reported event. Dissection indicated the magnetic sensor wires were twisted and coiled within the shaft underneath the pull ring, and abrasion damage to magnetic sensor wire insulation was identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.